Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient's caregiver (spouse) made an unspecified mistake. The patient was admitted to the hospital while unconscious and was subsequently diagnosed with peritonitis. On an unreported date, the patient was treated with ceftazidime injection (1g, twice a day, intraperitoneal, duration was not reported), vancomycin injection (500mg, once a day, intraperitoneal, duration was not reported), levofloxacin injection (250mg, once a day, intraperitoneal, duration was not reported), fortum injection (1mg, intraperitoneal, frequency and duration were not reported) and meropenem injection (1gm, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from peritonitis and was discharged from the hospital. Action taken with pd therapy was not reported. It was reported that the caregiver has been retrained on proper aseptic technique. No additional information is available.